Event description:
It was reported that the patient experienced syncope and it was found that the right ventricular (rv) lead had fractured. The rv lead exhibited out of range (oor) high and undefined impedance, a polarity switch, rv lead undersensing and oversensing and a possible capture issue on the rv lead. The patient was brought to the catheterization laboratory, where a leadless implantable pulse generator (ipg) was implanted and the leadless ipg was programmed to vdd and the chronically implanted ipg was programmed to aair. However, less than two weeks post leadless ipg implant, the patient began to experience presyncope, chest heaviness and their heart was pounding in their chest while laying down. It is unclear if symptoms were related to the leadless ipg and the rate response programming. The leadless ipg and chronic ipg remain in use and are noted to be functioning well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.